Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the heart-lung pump detected bubble and stopped procedures. As per user facility, during cardiopulmonary bypass around 30 minutes from beginning, the heart-lung pump detected bubble and stopped procedures. Perfusionist activated the heart lung pump again and by the second additional arterial filter (which use as standard) apparently removed any bubbles and he continued with the procedure. It did not happen again during the same procedures. *no health consequences or impact *product was not changed out *procedure completed successfully.